Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade tip scratched, partially broken and still attached to the device. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Event description:
It was reported by the sales rep that during an unknown procedure, the blade was broken off when the device was tested outside the patient after several actuations in the 1st device. The same event occurred in the 2nd device. No pieces fell into the patient. Another 3rd device was used to complete the case.